Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens in the right eye using the ez-28 delivery device. During insertion, the leading haptic became bent and the trailing haptic caught in the injector and was bent. Intervention was performed in order to enlarge the incision and remove the lens. A second li61aor intraocular lens was implanted successfully and the wound was sutured. Reference MDR #1119279-2010-000129.

Manufacturer narrative:
According to the surgeon, the most likely cause of the event was due to the injector.